Manufacturer narrative:
The root cause of the issue is related to the rotating cover that covers the samples/sample rack not starting to move to a position that properly covers samples that have not been requested access to until load station door is opened, leaving unrequested samples exposed to access by operator for ¿4 seconds. No biased result was reported. No patient was harmed. (B)(4).

Event description:
Ortho's employee is reporting that it is possible to remove the last position of sample rack 1 and potentially replaced it by another sample while the load station door is opened after having requested access to sample rack 2 through the graphical user interface (gui) on their ortho vision&#10242;iovue analyzers and that after closing the load station door no alert is posted. Event date: (B)(6) 2016. Complainant name/complaint reporter: (B)(6) - ortho laboratory specialist. Software version: 3.6.0. The complainant confirmed that no order was associated to the samples loaded/unloaded and that therefore no biased result was generated and reported to a physician as a result of this event.